Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of the patient's stimulators is not functioning and patient cannot turn stim off/on. No symptoms were reported.